Event description:
Overdelivery reported. The pump was in use infusing an unspecified concentration of heparin at 20 ml/hr. The nurse interrupted the heparin infusion to administer an antibiotic via secondary delivery at 100 ml/hr. When she went back to check the infusion, the nurse reports that the secondary bolus had completed as expected and the pump had resumed delivery of the primary heparin fluid, but maintained the secondary rate of 100ml/hr instead of reverting back to the previously selected primary rate of 20 ml/hr. The nurse states she noted the problem, "within 5 minutes of piggyback completion" so the pt did not receive much of the heparin at the incorrect rate. There were no adverse effects to the pt. No further info was available.